Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl and at unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and chronic low back pain. It was reported that post implant the patient experienced pain and swelling due to the pump moving around; it was noted that the pump flips and moves around when she stands. Per the caller the patient had loss weight and the pump was near the surface of her skin; the caller stated that she must wear tight clothing and lie on an ice pack. The caller stated that there was one spot of pump incision site that had not healed and was sore. It was reported that the pump was refilled yesterday and the healthcare provider (hcp) added another drug due to the patient's pain not being managed. It was noted that she felt feverish last night. During the refill appointment the hcp had to manipulate the pump and stick the patient multiple times in order to add the medication. Per the caller the hcp advised her to get in contact with a neurologist regarding the pump being in the wrong location. Per the caller she did not understand the pump manual. The caller stated that she had a nerve block scheduled for (B)(6) 2019 and would be meeting with an neurologist in the future. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that a wound vacuum was used on the patient's swelling for almost 2 weeks post implant. No further complications have been reported as a result of this event.